Event description:
Consumer reported complaint for hi blood glucose test results. Customer had obtained the result of hi non-fasting performing a blood test during the call using true metrix meter. The customer¿s expected am fasting blood glucose test result is 200 mg/dl. The customer feels well and did not report any symptoms. Customer stated that he doesn't know how many units of insulin to take since meter is displaying hi, he will contact the doctor to see how many units of insulin he can take. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to confirm if customer had contacted doctor - unable to establish contact with customer at this time, unable to confirm if customer had contacted doctor after the initial call.